Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was tuck at start up. A review of the system log file showed ¿malfunctioning flexvision pc¿. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc was not starting and disk read error. Upon troubleshooting, fse found that the intermittent was not starting. To resolve this issue, fse replaced the hard disk, reloaded the flex vision os and application software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system is stuck at start up. System was not in use. No harm has been reported to philips. A philips field service engineer (fse) checked and analyzed log files found that flex vision pc not starting, disk read error. Resetting disk helps, butc system intermittent not starting. Replaced hard disk with new one, reloaded flex vision os and application software. Provided functional testing and system started successfully. System is ready for use.